Event description:
Customer reported that the device was used for an orthopedic procedure. The device reportedly broke six days following implant. The pt was returned to surgery for device excision and replacement. No further info was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.